Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The patient is a weight lifter and lifts weights above his head. The patient may have had the device replaced at another hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.